Manufacturer narrative:
This report is filed on july 31, 2017.

Event description:
Per the clinic, the patient experienced infection of the skin flap. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported), however the issue could not be resolved. The patient's device was explanted on (B)(6) 2017.